Manufacturer narrative:
A thopaz+ pump with serial number (B)(6) was returned to medela ag for a technical analysis. The log file of the thopaz+ pump was downloaded and analyzed. No evidence of the issue could be detected within the log file. The occurrence date was stated to be 04-jul-2023. However, at this date, the pump was in repair at the medela service center from 23-jun-2023 to 01-aug-2023 according to the medela erp system. Therefore, the reported issue with this pump has not been confirmed from medela ag side. Our conclusion was that this pump was not involved in the described incident, as the pump was located in the service center at the time of the incident. Either the hospital sent us a wrong pump for investigation, or they did send us a wrong date of the incident. We¿ve not received any additional information even after sending them many requests for it.

Event description:
Medela ag was informed that the affected device stopped working because the battery was discharged without any indication. The patient's condition then deteriorated until the nurse realized that the pump has stopped working.

Manufacturer narrative:
Medela ag immediately got in contact with the respective hospital in order to collect further relevant information to the case. Additionally, the device was asked to be send back to medela ag for a technical analysis.